Event description:
No additional information provided by the customer.

Manufacturer narrative:
Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 20 colony forming units (cfus) of klebsiella oxytoca. The scope was resampled on (B)(6) 2025 and was positive for an innumerable amount of cfu/100ml of klebsiella pneumoniae, 42 colony forming units (cfus) of klebsiella pneumoniae, and then 101 colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.